Manufacturer narrative:
Continuation of medical devices: product ID 309328, lot# 0206676660, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare professional (hcp) via a manufacturer representative (rep) reported a burning sensation from the implantable neurostimulator (ins). Factors include the patient had a fall many months ago and the device was switched off. When turning back on, the patient reported burning sensation at the ins. Troubleshooting performed include a reprogramming and switching off the device to see if the burning sensation goes away. Interventions taken to resolve the issue include intra operative investigations. It was unknown if the issue was resolved. A surgical intervention occurred as the pocket site was opened on (B)(6) 2018 and investigated the stimulation on lead but also looked at the x-ray positioning of the lead on the lateral image in theatre. Additional information received reported that they first started experiencing the burning sensation on (B)(6) 2017. The patient fell on the implant sided buttock on (B)(6) 2017. The implant was switched off due to pain. They were seen in the clinic where the implant switched on patient had sensation from the lead. Impedance was checked to be all okay. Battery longevity showed 28-47 months. Program c5 was added and the patient complained of burning sensation at battery site. The implant was switched off and the burning sensation stopped. It was also troubleshooted with programs c6, c7, c4, and c3. The patient was in pain and tearful. Examination under anesthesia in theatre; connections fine, electrodes checked, all responded to stimulation other than electrode 3. Position of lead checked through x-ray, position satisfactory, surgeon noted increased scar tissue around battery site. There was no change in the system. It was planned to be turned on 14 days postoperative. They turned on the implant on (B)(6) 2018 where there was a report of no pain, comfortable sensation felt from the implant, and programs c1 and c2 were added but c1 was active. The device remains insitu. No further complications were reported/anticipated.